Manufacturer narrative:
Of the 28 devices reported 10 devices were received for evaluation. Additional reported screw part numbers: unk - screws: locking: trauma quantity 2, 02.214.110 quantity 1, 405.332 quantity 1, 214.836 quantity 1, 404.832 quantity 1, 04.210.112 quantity 1, 206.06 quantity 1, 204.83 quantity 1, 04.214.112s quantity 1, 214.84 quantity 1, 204.846 quantity 1, 04.503.104.01 quantity 4, 208.412s quantity 1, 202.882 quantity 1, 207.750 quantity 1, unk - screws: 4.5 mm cannulated quantity 1, 201.764 quantity 1, 04.511.206.01 quantity 1, 04.503.104.01s quantity 1, unk - screws: trauma quantity 1, 04.503.104.04s quantity 1, 214.844s quantity 2, 414.844s quantity 1. Additional reported screw lot numbers: l981606, 5l84677, 6l49291, l449847. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 26 </noe> malfunction events involving a total of 28 actual devices for broken screws. 0 events occurred preoperatively, 26 events occurred intraoperatively, and 0 occurred postoperatively by use of a healthcare professional. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 14-80 years old, patient¿s weight range ¿ 122 to 306 kilograms, gender ¿ 4 female, 8 male, and 14 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 42 years old. Patient¿s weight range ¿ 306 pounds. Gender ¿ 1 female, 0 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 14 years old. Patient¿s weight range ¿ 240 pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 63 years old. Patient¿s weight range ¿ 122 kgs. Gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes 1 malfunction event involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 68 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 56 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 1 female, 0 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 28 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 2 </noe> malfunction events involving a total of 4 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 2 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes 1 malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old patient¿s weight range ¿ unknown pounds.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 38 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown - unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 43 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes 1 malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes 1 malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes 2 malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown - 80 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 2 female, 0 male, and 0 unknown.

Event description:
This report summarizes 1 malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range 57 years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 1 male, and 0 unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d1, d4, h1: follow-up reports are being submitted to comply with FDA directives that there should be one product code per report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.